Event description:
Abbott diabetes care received a medwatch report regarding an abbott diabetes care (adc) device. A customer reported experiencing multiple error messages and being unable to obtain glucose readings after upgrading from 14-day to 15-day sensors. The device exhibited several issues: one sensor failed at 10 days, displaying the message, ¿your sensor is not working. Please remove your sensor and start a new one.¿ the customer applied a new sensor, but it failed within 24 hours with the same error message. The current sensor failed after only a few hours, displaying, ¿glucose reading is unavailable. Try scanning again in 3 hours.¿ during this failure, the customer lost consciousness after 4:30 pm for approximately four hours and later found themselves on the bedroom floor, likely due to hypoglycemia. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. The available tracking and trending reports were conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as the customer indicated product could not be returned due to [the customer did not respond to requests by adc for device return]. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product is not expected to be returned as the customer did not respond to requests by adc for device return. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. Reference mw5181123 and mw5181124. If product is returned, a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report regarding an abbott diabetes care (adc) device. A customer reported experiencing multiple error messages and being unable to obtain glucose readings after upgrading from 14-day to 15-day sensors. The device exhibited several issues: one sensor failed at 10 days, displaying the message, ¿your sensor is not working. Please remove your sensor and start a new one.¿ the customer applied a new sensor, but it failed within 24 hours with the same error message. The current sensor failed after only a few hours, displaying, ¿glucose reading is unavailable. Try scanning again in 3 hours.¿ during this failure, the customer lost consciousness after 4:30 pm for approximately four hours and later found themselves on the bedroom floor, likely due to hypoglycemia. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no report of death or permanent impairment associated with this event.

Event description:
Abbott diabetes care received a medwatch report regarding an abbott diabetes care (adc) device. A customer reported experiencing multiple error messages and being unable to obtain glucose readings after upgrading from 14-day to 15-day sensors. The device exhibited several issues: one sensor failed at 10 days, displaying the message, ¿your sensor is not working. Please remove your sensor and start a new one.¿ the customer applied a new sensor, but it failed within 24 hours with the same error message. The current sensor failed after only a few hours, displaying, ¿glucose reading is unavailable. Try scanning again in 3 hours.¿ during this failure, the customer lost consciousness after 4:30 pm for approximately four hours and later found themselves on the bedroom floor, likely due to hypoglycemia. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the the customer did not respond to requests by adc for device return. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. The available tracking and trending reports were conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report regarding an abbott diabetes care (adc) device. A customer reported experiencing multiple error messages and being unable to obtain glucose readings after upgrading from 14-day to 15-day sensors. The device exhibited several issues: one sensor failed at 10 days, displaying the message, ¿your sensor is not working. Please remove your sensor and start a new one.¿ the customer applied a new sensor, but it failed within 24 hours with the same error message. The current sensor failed after only a few hours, displaying, ¿glucose reading is unavailable. Try scanning again in 3 hours.¿ during this failure, the customer lost consciousness after 4:30 pm for approximately four hours and later found themselves on the bedroom floor, likely due to hypoglycemia. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available tracking and trending reports were conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.